Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at 30mmh20. The valve was visually inspected; needle holed in the needle chamber were noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test, no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. No root cause could be determined; as no functional problem was noted with the valve. Based on the results of the investigation, the reported issue was not confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
The hakim valve was implanted via vp with setting of 180mmh2o. It was implanted due to sah. Then, ventricular enlargement was confirmed, but it did not make improvement after the setting was changed to 30mmh2o. The surgeon suspected the obstruction of the valve, so a revision surgery was performed with a setting of 130mmh2o. The ventricular enlargement was still confirmed after the shunt surgery. The patient is under monitoring now. There is suspicion of contamination of blood and debris into the cerebrospinal fluid. The surgeon commented that it was possible that the valve was obstructed due to blood. No further information was provided by hospital.